Event description:
A customer reported a sensor error message with the adc device. The customer was contacted and reported that due to being unable to obtain sensor readings, the customer almost lost consciousness. The customer was treated with juice, sugar, and/or food by a third-party. There was no report of death or permanent injury associated with this event

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. N/a was selected for g4 as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.